Event description:
In the outpatient oncology clinic on (B)(6) 2010, #22 g catheter in left cephalic vein cleanly broke off approx 1 mm beyond the hub. Previous night at home, pt noticed scant amount of blood at site and loosened coban dressing. Pt had some discomfort at IV site in the morning. When catheter flushed, the break was noted with no visible sign of the remainder. Pt sent to radiology where catheter was visualized in the soft tissue of left forearm. Pt sent to general surgeon for removal. Surgeon unable to locate catheter. Package of product not saved, but given supply believe that lot number is correct.